Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump touch screen was unresponsive. It was also reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.